Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for a seizure and developed low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer's doctor ordered a medtronic rep to review the pump because it may have caused the low event. The customer had noticed physical damage on the insulin pump battery compartment, as well as the pump having more insulin than it should have when the customer wore the pump around their neck. The caller mentioned that the customer was off the pump and receiving intravenous insulin at the time of the call. The caller did not mention any low symptoms. The customer is permanently disabled and is in a wheel chair, which is why they wear the pump around their neck. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).